Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular chevar treatment of a 77mm diameter abdominal aortic aneurysm. It was reported a type ia endoleak was observed at end of the procedure. No additional clinical sequelae were reported, and the patient will be monitored.

Event description:
Following-up imaging at 12 months did not show the endoleak.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; previous information was reported for this patient in error. It was confirmed that an endurant iis stent graft system was implanted in a patient for the endovascular chevar treatment of a 51mm diameter abdominal aortic aneurysm. The patients aortic neck diameter ranged from 26-27.5mm and was 4mm in length. It was reported a type ia endoleak was observed at end of the procedure and again on discharge CT. No additional clinical sequelae were reported, and the patient will be monitored. If information is provided in the future, a supplemental report will be issued.